Manufacturer narrative:
(B)(4). The device was manufactured in 1996. The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the following alarms noted: system error (se) 1031, se 2367, se 2240, refill not finished, fill not finished, warming solution, check patient line (cpl), and a check lines and bags (clb) alarm. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. A se 2204 was encountered during the device evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was identified as a se 2204 and the cause was determined to be a damaged accompt board. The board was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). It is unknown at which step of therapy this event occurred or if the hp was connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Sample availability is unknown. Should additional relevant information become available, a supplemental report will be submitted.